Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug adminstration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. H6: since the device remains implanted, the programmer files were reviewed. (B)(4). This complaint report was submitted concerning programmer na0801085k. Reportedly, on (B)(6) 2008, this programmer couldn't perform properly reply devices interrogation, whereas symphony interrogation was operating normally. Expertise files were retrieved and sent for analysis. Analysis revealed a failure in the software module of the programmer involved in reply devices interrogation. This failure can have multiple origins: recent crash of this software module; an anomaly that occurred during orchestra plus software update, if applicable; an alteration of the software on the orchestra plus hard drive. In the first case, a complete reboot of the programmer would solve the issue. In the last two cases, a complete re-installation of smartview (B)(4) should be performed. On (B)(6) 2009, programmer reboot was attempted. Problem remained after that so the reply software module is damaged and smartview should be re-installed on the programmer.

Event description:
Reportedly, reply pacemakers could not be interrogated.